Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 3 of 3. Reference MFR. Report#: 1627487-2017-02491, reference MFR. Report#: 1627487-2017-02492. It was reported one of the patient's pns (off label) leads had eroded through the skin to the inside of the mouth, as such, the patient underwent surgical intervention on (B)(6) 2017 wherein the same lead was repositioned. Reportedly, effective therapy was regained following the procedure and the issue is resolved. Please note: it is unknown which lead had eroded, therefore, all suspected devices are being reported.